Event description:
It was reported by the patient that the pacemaker was replaced because it was "bad." They could not get a reading from the device. Also, the pacemaker "failed and was completely dead." It was confirmed by the field representative that the device was unable to be interrogated because the battery was completely depleted and there was no telemetry. The device was explanted and the patient was upgraded from a pacemaker to an implantable cardiac defibrillator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that a lawsuit alleges that the "device was defective and had to be replaced." No patient complications have been reported as a result of this event.

Event description:
It was also reported that the lawsuit alleges that "the pacemaker malfunctioned causing the patient physical injuries and serious emotional distress. As a direct and proximate result of the defective pacemaker, the patient experienced severe physical pain, serious emotional distress, and underwent an emergency surgery."